Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Dilation was performed using a balloon catheter; however indentation had remained, thus rotablation was attempted. A 1.75mm rotalink plus was used for ablation; however the burr had difficulty crossing the lesion. The burr managed to cross the lesion once; however the burr got stuck in the lesion. There was difficulty in removing the rotablator; therefore additional guiding catheter was engaged and another guidewire was inserted into the lesion. The lesion was dilated with a 1.20mmx8mm emerge blloon catheter; however the rotablator couldn't be removed. Then a 2.00mmx12mm nc emerge balloon catheter was advanced for dilation; however the burr couldn't be removed. The sheath of the rotablator was then cut off and removal was attempted using a guideliner; but was unsuccessful. The rotablator was removed by inserting the guiding catheter deeply and pulling the device forcibly. The procedure was aborted due to stuck of rotaburr. No further patient complications were reported and the patient's status was stable.